Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted centrally; however, the clip opened from 20° to 60° post deployment. Two clips were implanted on either side to stabilize and reduced the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported clip open while locked could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Cine review: twelve (12) fluoroscopic videos were provided. The first 6 videos were taken at various timepoints during use of the first cds (reported device). In each video, the clip arms appear to be opened to grasping arm angle (~120 degrees); there were no videos provided in which the clip was at a fully closed position (~10 degrees) prior to deployment. Per the IFU, the clip is fully closed and efaa is performed prior to deployment. The fifth video (taken before deployment) shows the clip arms at ~120 degrees as well. The sixth video of the reported device was taken post deployment but prior to removal of the cds, as the fully deployed clip can be seen completely detached from the delivery catheter (dc) of the cds. The post deployment clip arm angle appears to be approximately 60 - 90 degrees; however, this is an estimation based on visual assessment with the naked eye and cannot be confirmed. In addition, the plane of the clip arms is almost parallel to the fluoro view making it difficult to assess the clip arm angle. Based on the cine provided, it is unclear what the final clip arm angle was pre-deployment and change in clip arm angle cannot be confirmed. Subsequent videos show implantation of the additional clips (one on either side of the reported clip) which align with the reported incident detailsna.